Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the implants were not returned; the investigation was completed based on the supplied images. The images were reviewed, and the complaint condition for broken could be confirmed as the image shows 6 of the 8 screws broken at the screw head/shaft juncture. As the implants were not returned an as received, dimensional, material or drawing reviews could not be completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown screws: locking /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure due to a non-union of the right distal tibia and a broken unknown locking screws. Initially, the patient underwent an open reduction internal fixation (orif) surgery on an unknown date. During the revision procedure, an unknown plate and all broken screws were removed and then revised with an ex tibial nail using with reamer irrigator aspirator (ria) system and bone grafting from right femur. The procedure was completed without any complication. It is unknown if there was a surgical delay. Patient status was unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves eight (8) devices. This report is 1 of 8 for (B)(4). This report is for one (1) unk - screws: locking.